Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. The balloon was loosely folded with contrast in the balloon and lumen. Microscopic inspection revealed a pinhole in the balloon material, 1mm distal of the markerband. Inspection of the remainder of the device revealed a kink in the shaft of the device, 9mm distal from the port/exit notch of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified right anterior tibial artery (ata). A 1.5mm x 20mm x 143cm coyote(tm) es balloon catheter was advanced to dilate the lesion. However, during the first inflation at 14 atmospheres for 20 seconds, the balloon ruptured. The device was completely removed from the patient's body. And the procedure was completed with a 2-4.0 non-bsc balloon catheter. No patient complications were reported and the patient's status good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified right anterior tibial artery (ata). A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced to dilate the lesion. However, during the first inflation at 14 atmospheres for 20 seconds, the balloon ruptured. The device was completely removed from the patient's body. And the procedure was completed with a 2-4.0 non-bsc balloon catheter. No patient complications were reported and the patient's status good.